Event description:
The device was used during an open hernia procedure. Reportedly, the suture broke, the surgeon used another suture to complete the procedure. The hospital has reported no patient injury occurred.